Manufacturer narrative:
Additional information : describe event or problem. Additional information : common device name. Additional information : medical device catalog # additional information : unique identifier (UDI) # additional information : medical device model # additional information : manufacturer narrative. The reported issue that the device had failed front case w/keypad on 8015 ls unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Tech has fail front case w/keypad on 8015 ls unit. 2. Confirm part number for front case w/keypad. 3. Also transfer tech to recall desk to check if that unit is under the recall. Issue summary product type :¿ 8015 versions affected: ¿ all. Describe the issue and any symptoms ¿ an 8015 unit keypad not working or unresponsive buttons steps to solve (internal) solution/workaround summary: ¿ how to fix the keypad on the 8015 unit. High level steps/procedure: 1. Replace front case due to keypad not working. 2. Replace logic board. 3. Return the unit to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the device had failed front case w/keypad on 8015 ls unit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported issue that the syringe module had a failing plunger position test could not be confirmed. No further investigation of this issue is possible at this time, and no patient impact was reported.

Event description:
It was reported that the device fails plunger position test. There was no patient involvement.